Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that th lots met all material, assembly, and performance specifications. (B)(4) .

Event description:
As reported on (B)(6) 2014, a (B)(6) male patient presented for a dialysis procedure. During the procedure, the tunneler sleeve fractured off inside of the patient. The fractured piece was successfully retrieved. There was no permanent harm or injury to the patient due to the event. The reported disposable device has been returned to the manufacturer for evaluation. An investigation into the root cause is currently in process.